Manufacturer narrative:
(B)(4).

Event description:
It was reported that a gradual increase in ventricular pacing lead impedance was noted. The lead remains in use. No further information regarding intervention or patient's condition is available.

Manufacturer narrative:
New information from (B)(6) 2015 stated that the lead was explanted on (B)(6) 2015.